Event description:
This event was reported as "failure" and regurgitation. No further info provided.

Manufacturer narrative:
F10: 2203 = code tissue overgrowth. H3: evaluation of the valve in co's laboratory revealed extensive host tissue overgrowth which fused each commissure and both attachment sites of the right-coronary cusp, as well as completely covered the non-coronary cusp as noted from the inflow aspect, which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. Calcification was also noted within each cusp and contributed to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp. Stent distortion was also noted which appeared artifactual of explant. The primary cause for dysfunction of the valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis.